Event description:
The following has been reported: service needed alarm sending to depot received at depot confirmed pump problem error wait for log review pneumatic fail at startup sent logs to ivenix support for analysis preliminary investigation: mechanical hardware failure (air compressor). Pump will be repaired by the mayo service team. No pump return. Could the issue stop an active infusion: yes did the issue stop an active infusion: yes could the issue result in an over/under infusion: yes did the issue result in an over/under infusion: no could this issue prevent an infusion start up: yes replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing - final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @06:30 and 03/09/2026 passed heratherm pulled @ 18:30 03/09/2026 minor pump problem but finished heratherm log file review says batt 1 voltage error replaced batt reset battery counter 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.